Event description:
Ous MDR - after an implantation time of about 2 years, it was reported that the ICD displayed eos during a routine follow-up. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD could not be interrogated during the goods receipt inspection. Visually, no irregularities were seen. Therefore, the next step was to open the ICD and inspect the inner structures. Visually, no irregularities were seen. Battery power was measured. The battery showed no power, but did not appear defective. The electronic module was then connected to an external power source and an electrical function test was performed. Power consumption of the electronic module was verified and excessive power consumption was found. As a result the electronic module components were inspected. A damaged integrated circuit was identified that had caused the increased power consumption and had then led to the clinical incident observed. The ability of the ICD to deliver therapy was checked with an external power source connected. The antitachycardia output signal was faultless and reflected the programmed values. The antitachycardia detection functions also showed faultless behavior. Moreover, the production process for this device was checked. The production documents showed no irregularities that could be linked to the complaint. All production steps were correctly executed. The ICD power consumption in particular showed no irregularity. Summary the clinical incident observed was due to an elevated power consumption that was caused by a damaged integrated circuit in the electronic module. A review of the production history showed that the device was in proper working order at the time of delivery.